Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) spoke with the customer, who confirmed that the issue was resolved and no further action was required and customer agreed to close case as completed. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, patient data and orders were not current, and all devices were in critical override. The customer created a temporary patient to remove medications and restarted the pyxis; however, the same warnings persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.